Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients body was rejecting the ipg and it began pushed out from the skin in the back. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.